Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). (B)(6). PMA/510(k) number: k133339. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant was received with the mount unattached. The clinician reattached the mount to the implant and attempted to place the implant. While transporting implant to the patient's mouth the implant fell to the floor from mount.

Manufacturer narrative:
One (1) imp, tsv, 4.7, 13, mtxf, mg, ha (tsvtwh13) was returned for investigation. Visual evaluation of the as returned product identified minor signs of use. Functional testing to recreate the reported event; verified the implant & mount engages/disengages as intended. No malfunction. Additionally, the customer initially reported that the mount and the implant were disengaged from each other. However, that event could not be verified, as the customer also reported re-attaching the mount to the implant, in an attempt to place the implant during surgery, then later allegedly, the customer claimed the implant fell while transporting the implant to the patient mouth. The coob is non-verifiable as the conditions of the device when delivered could not be verified. Pre-existing patient factors, x-ray, tooth locations are not relevant to the reported event. The customer did not provide any pictures. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1250012). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1250012) for similar events and no other complaint was identified. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event (disengaged) or product (tsvtwh13). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction could not be verified, and the reported event was non-verifiable with the information provided. Additionally, the customer initially reported that the mount and the implant were disengaged from each other. However, that event could not be verified, as the customer also reported re-attaching the mount to the implant, in an attempt to place the implant during surgery, then later allegedly, the customer claimed the implant fell while transporting the implant to the patient mouth. The coob is non-verifiable. The following sections have been updated: h3: changed "no" to "yes."

Event description:
No further event information available at the time of this report.